Manufacturer narrative:
(B)(4). This is a report of a patient who saw air in the patient line with no alarm due to use error further described as the patient did not check the patient line prior to connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. This occurred during the initial drain while the patient was connected. The technical service representative explained the alarm. Per the patient there were of air in the patient line and they were not aware should check the patient line prior to connecting. The technical service representative assisted to end therapy. The patient was to set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.